Event description:
A microline grasper tip- one half of grasping jaw appears to have sheared off whilst in abdomen. Broken piece removed and grasping tip removed from applicator when removed from abdomen. Both kept for examination. Surrounding area and tip checked- everyone happy that nothing left inside and all pieces of tip retrieved. All other grasping tips with same lot number removed from shelves as a precaution. There was no adverse affects with patient. The patient suffered no injury. The incident was an actual event.

Manufacturer narrative:
The device was returned, decontaminated, visually inspected and lab evaluated. After evaluation the complaint is confirmed. The jaw was found to be broken at the attachment point of the jaw to the blade. This is the weakest point of the part based on the design, this is the point we would expect to break via high forces. The broken edge was observed under microscope and no mim voids were seen at that site. It is possible that high force was placed on a rigid material and caused the jaw to fracture. This part also may have been pre-stressed during the grab test at msi - which has since been eliminated.